Event description:
Customer reports that suture was fraying while pulling through tissue during coronary artery bypass grafting procedure. There are no reported adverse consequences to the pt related to this event.